Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -6.50/+2.0/093 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to the lens was implanted upside down. The lens was exchanged for another same model/length/diopter lens and the problem was resolved. The cause of the event was unknown.